Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer's blood glucose level. After receiving instructions from technical support, the customer successfully reset the pump, resolving the error, and was advised to wait 20 minutes before starting a new sensor session, which they acknowledged.